Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that within a few months of implant, the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.